Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The low blood glucose value was 2.6 mmol/l. Customer stated that they had a high blood glucose and the high blood glucose value was 20 mmol/l at the time of incident. Customer¿s current blood glucose value was 9.6 mmol/l. Customer treated with drink for low blood glucose. Customer treated with insulin pump for high blood glucose. Customer stated that there were not able to hear all sounds. Customer was assisted self-test and during self-test insulin pump received pump error alarm. The product will not return for the analysis.